Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge was not returned to animas. There is no investigation necessary. Cartridges with lot# b201581 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
On (B)(6) 2011, the pt contacted animas alleging that a cartridge had leaked insulin. The pt indicated that on (B)(6) 2011, her blood glucose (bg) level started going up after changing her complete set up. The pt's bg level was running in the "300 mg/dl" range with no ketones or symptoms of ketones. The pt claimed that changing her sites a few times did not help. After changing her cartridge at an unspecified time on (B)(6) 2011, she noticed that half of the compartment was filled with insulin. Through troubleshooting, the pt observed insulin coming out around the plunger during a manual prime step. The luer connection was dry. The pt's bg level came down to "200 mg/dl" after she changed the complete set up and administered a bolus. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she encountered a leaking cartridge. There is no evidence however that the alleged issue contributed to a serious injury. The pt did not have any bg readings or symptoms that meet animas' criteria for a serious injury.